Manufacturer narrative:
Occupation: synthes employee. Device is not distributed in the united states but is similar to device marketed in the USA. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: (B)(4). Manufacturing date: oct 01, 2018. Expiration date: sep 01, 2028. Part number: 04.038.275s, tfna helical blade 75mm -sterile. Lot number: h732552 (sterile). Lot quantity: 48. Work order traveler met all inspection acceptance criteria. Inspection sheet ns065693 rev p met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ac was reviewed and determined to be conforming. Scn 15518 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: (B)(6) 2019: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery with tfna but within two weeks the implant was cut out. A removal surgery was performed because the tip of the blade reached the acetabulum. No additional operation is to be performed because the patient has no pain and confined to bed even when the cut-out implant was in her body. No patient consequence is reported. Concomitant device reported: unknown tfna nail (part # unknown lot # unknown, quantity 1). Unknown locking screw (part # unknown lot # unknown, quantity unknown). This is report 1 of 1 for (B)(4).